Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant na and k results were reported to the physician(s), who questioned them. The samples were repeated on an alternate system, which resulted higher. The corrected na and k results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and instructed the customer to check the integrated multisensor technology (imt) module. The customer replaced the imt sensor. The customer also replaced the standard a bag, which is a fluid used for processing the electrolytes. The cause of the discordant potassium and sodium results is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.